Manufacturer narrative:
E1: (B)(6). Name: tandem country: united states of america street: 11045 roselle street suite 200 city: san diego state: ca zip code: 92121. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient faced an infusion set patch did not stick to skin upon insertion on (B)(6) 2026 which led to high blood glucose. The high blood glucose was treated with correction injection via mdi (multiple daily injection).